Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked end cap.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was protruding out of the device and the pump is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.